Manufacturer narrative:
To date the device has not been received for eval. A request for add'l info has been sent. An investigation has been initiated based on the reported info.

Event description:
Reporter reported the following incident. The pt was submitted to a ventricularoperitoneostomia. During the surgery, the valve sys was discovered to be pierced. Liquid was empting from the valve.